Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the patient's neurostimulator was in an end-of-life/end-of-service (eos/eol) status following a physician mode recharge (pmr) and the patient recharging the device. Follow-up information subsequently reported that the device was in the eos/eol condition due to the device being over-discharged too many times. Troubleshooting and reprogramming were unable to be performed to the device status. The neurostimulator was replaced and the patient recovered without sequelae.